Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezl0747 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria(B)(6) was found within the PICC line. No other information was provided.